Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair following usual technique, an audible click was heard/felt while anchors being advanced, but t2 anchor failed to deploy. Another ff curved anchor was opened and used to complete the procedure with a slight delay and without any other incident.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but was returned. Examination of the construct showed t1 is missing. T2 remains attached to the suture and is missing its proximal end that interfaces with the actuator. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended.